Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2019 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use. There were no call service 064 alarms in the alarm history. During investigation, the pump successfully completed the rewind, load and prime steps without any call service alarms, warnings, or issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.